Manufacturer narrative:
Block g2: e7127 passage clinical study. Block h6: imdrf patient code e060104 captures the reportable event of bradycardia. Block h11: blocks b5 and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation on june 22, 2023, that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6), 2023, as part of the e7127 passage clinical trial. The patient was enrolled into the clinical trial on (B)(6), 2023. The stent was implanted successfully. Post- dilation was not performed, and stent patency could be visualized. On the same day of the index procedure, the patient experienced bradycardia and was given medication. The bradycardia had a causal relationship to the index procedure. The event was resolved the same day. On (B)(6), 2023, the patient was discharged.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an axios stent and electrocautery enhanced delivery system was implanted to treat gastric outlet obstruction on (B)(6) 2023 as part of the (B)(4) passage clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2023. The stent was implanted successfully. Post- dilation was not performed, and stent patency could be visualized. On the same day of the index procedure, the patient experienced bradycardia and was given medication. The bradycardia had a causal relationship to the index procedure. The event was resolved the same day. On (B)(6) 2023, the patient was discharged. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indication for the treatment of gastric outlet obstruction.

Manufacturer narrative:
Block g2: (B)(4) passage clinical study. Block h6: imdrf patient code e060104 captures the reportable event of bradycardia.